Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked by their device due to noise shortly after being discharged home after the implant procedure. There was also an untreated episode recorded. The cause appeared to be air entrapment with a sudden change in the ECG baseline noted. It was also noted that the patient had many sternal wires from previous open heart surgeries, which may have been the reason for the sudden change in the ECG baseline. The patient also wears a CPAP. Primary vector was not optimal and alternative vector was repeatedly chosen on auto-setup. The field representative was planning to discuss options with the physician. At this time, the s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.